Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Upon functional testing fse found that the x-ray pc was not starting. Fse suggested to replace the x-ray pc. Fse sent a quotation to replace the pc from philips, but customer did buy or replace the pc from philips. Customer took support from local hospital biomedical to make system functional. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to (B)(4) that the allura system was not booting up. The system was not in clinical use. No harm has been reported to philips. A (B)(4) inspected the system onsite, and the troubleshooting actions showed a problem with the x-ray pc. The fse replaced the x-ray pc and returned the system to use in good working order.